Event description:
A united stated distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event consisting of 8 shocks while a skilled nursing facility. Multiple counting of tall t-waves and a paced rhythm contributed to the false detection. The pt was reportedly conscious and laying in bed at the time of the event. The response buttons were pressed after the 6th shock, approximately 4 minutes prior to the 7th shock and after the 7th shock, approximately 30 minutes prior to the 8th shock. The response buttons functioned appropriately. The pt was taken to the hospital and continued use of the lifevest

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. (Other): device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Usage of device: monitor (B)(4) 03/2015 - reuse. Electrode belt (B)(4) 03/2015 - initial use. Additional inappropriate defibrillation narrative. Inappropriate defibrillations are an anticipated risk associated with the use of the lifievest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.